Manufacturer narrative:
The device was received for evaluation. During functional testing, a false downstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'downstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification force sensor scale factor reading. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.